Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure the pacemaker exhibited no pacing. After multiple tests and no success, the device was removed and replaced. The patient was in stable condition.